Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, it was observed that the wound was breaking down and that one of the sinuses went down to the implanted device. The system was explanted. The patient was in stable condition.

Manufacturer narrative:
Correction: manufacturer report (B)(4), should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).